Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient is only receiving the sensation of stimulation rather than hearing sound. Testing showed that the device has 2 electrode channels with hi and 4 electrode channels with short circuits.